Event description:
The customer contacted physio-control to report that their device was not booting up at all. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio replaced the device's system and user interface pcb assemblies as a precaution. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluate the removed system and user interface pcb assemblies and was unable to duplicate the reported issue. The cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customers device and was unable to duplicate the reported issue. During the evaluation physio observed the device fail to provide audio prompts. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was not booting up at all. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.